Event description:
It was reported that this inflatable penile prosthesis (ipp) was not able to inflate /pump. A surgical procedure was performed during which the device was explanted and replaced with a tactra device. Upon explant the physician identified fluid leakage but was unable to determine where the leak was. No additional information was provided.

Manufacturer narrative:
Model number/catalog number: 720185-01 serial number: n/a batch/lot number: 0179071015 model/catalog description: reservoir flat iz 100 ml unique identifier (UDI) #: (B)(4).